Event description:
The customer called the customer care solution center and alleged that the monitor crashed. The device was not in use at the time that this issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called the customer care solution center and alleged that the monitor crashed. The device was not in use at the time that this issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
H10: updated h6 to reflect additional communication with customer.